Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced sample dispenser (c32583) and sample valve (mu7647) to resolved the issue. Beckman coulter internal identifier is case-(B)(4). Patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported high ise (ion-selective electrode) patient results were generated on the au5800 clinical chemistry analyzer. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.